Event description:
The patient experienced zapping down her spinal cord and leg. The patient felt her legs "convulsing". The patient was re-implanted and the therapy worked well. Additional information has been requested from her healthcare professional.

Manufacturer narrative:
(B) (4).